Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors broke away in the beginning of the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the tip of the instrument dislodged from the instrument, leaving it in two separate pieces, indicating a significant mechanical failure. The instrument was removed separately from the cannula without any difficulty, and the customer does not have an image of the defective instrument available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is completely detached from the main tube. Due to this failure the grip and pitch cables and the conductor wire was broken at the distal end. One of the pitch cable crimps was not returned with the instrument. The complaint was confirmed by failure analysis, the probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.